Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that the listed tracheostomy tube was in use with a patient for 3 days when the cannula was found split. No injury or delay in therapy was reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. The device was received inside a plastic bag without the original packaging. Visual inspection of the device found no obvious defects or abnormalities. During functional testing, a syringe was used to inflate the cuff and the entire device was submerged underwater. Bubbles (indicating a leak) were observed escaping from the cuff. According to the reporter, the device was in patient use for 3 days prior to the discovery of the leak; however, investigation and device evaluation was unable to determine the root cause of the hole in the cuff. Additional information included in follow-up report: evaluation completion date (07/20/2016).